Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was unable to be duplicated. It was observed a non-olympus lamp was installed in the unit and scratched on the housing top cover. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the camera image is intermittently dark when using the evis exera iii xenon light source. The event occurred during preparation for use in an unspecified procedure. The physician switched out the cart to continue the procedure with no further sequelae. There were no reports of harm or injuries related to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.